Event description:
A report was received that the patient was experiencing difficulty charging the ipg. X-ray was taken and there¿s a possibility that the ipg maybe at an angle. The patient underwent a pocket revision wherein the ipg was replaced per physician¿s preference. The patient was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery was depleting its charge per day with the stimulation turned off, which was within the typical ipg battery depletion rate.